Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece with all tines intact. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination did not find any anomalies on the lead.

Event description:
It was reported that during an implant procedure, high capture thresholds were noted on the lead. The lead was not used and another lead was used to complete the procedure. No patient consequences were reported.